Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  The event is consistent with a preanalytical sample quality issue as no further issues have occurred.

Manufacturer narrative:
The field service engineer checked the analyzer and did not determine a cause. The investigation is ongoing.

Event description:
There was an allegation of a questionable (crp4) c-reactive protein gen.4 result from the cobas 6000 c501 module. The initial result was 1.20 mg/l and was reported outside of the laboratory. The result was questioned and the sample was repeated on another analyzer. The result was 158.34 mg/l and was believed to be correct. The reagent lot number was 55872101 with an expiration date of 30-jun-2022.